Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) was confirmed. Upon investigation the monitor was unable to fire a pulse and failed essential performance testing. The cause of this was a shorted c6 capacitor, u6 component had thermal damage and c7 was damaged. The root cause for the damaged components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.